Manufacturer narrative:
The probable root cause may be attributed to moisture ingress in power cord cable leading to electrical damage when the wet power cord was reconnected to the power source.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the customer called in from outside of procedures to report that the patient side cart's (psc) power cord was burnt and not usable. The customer believed the power cord may have gotten wet by the cleaning staff and they plugged it back into the wall. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified in the morning when the staff plugged the power cord into the wall power outlet. There was no procedure involved. Only the power cord was burnt; there was no injury to the staff.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side cart's (psc) power cord to resolve the reported issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The power cord involved with this complaint is a field scrap item and will not be returning to isi for further investigation.